Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was displaying an "er2" message. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began approximately three months prior to contacting lfs. The cca documented that the patient manages her diabetes with insulin (no adjustments). Due to the obtained alleged error message on the subject meter, the patient stated she skipped her breakfast that morning. Two months after the alleged meter issue began, the patient claimed that she developed "thirst, hunger, and a fast heart beat." The patient stated that her symptoms have been lasting for two weeks. However, the patient stated that she did not receive any medical treatment since the alleged meter issue began. The cca documented that the alleged error message did not occur when the power button was pressed. The cca walked the patient through a retest and the patient was able to get a reading during the troubleshooting session. Replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began. However, there is no evidence that the reported meter performed improperly since the reported issue was resolved with patient training during the troubleshooting session.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.